Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305127. Batch # unknown. Verbatim: the needle is getting stuck so the full amount of medication cannot be injected. This (B)(4) has been created for the 6th occurrence.

Manufacturer narrative:
(B)(4) follow up it was reported the needle is getting stuck so the full amount of medication cannot be injected. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.